Manufacturer narrative:
Continued phone number e1: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Medical staff reported right side capsular contracture (baker grade I) and an intracapsular rupture with folds, waves and rotation. Device has been explanted.